Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2019. Explant date: (B)(6) 2019.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. Additional information was received that the patients entire system was explanted during a fixation procedure. No device malfunction suspected. The explanted device components were discarded. Additional information was received that the patient was explanted due to not getting pain relief.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. Additional information was received that the patients entire system was explanted during a fixation procedure. No device malfunction suspected. The explanted device components were discarded.